Event description:
During eval of sample, a burst was found just distal to the compression sleeve but proximal to the cuff.

Manufacturer narrative:
This complaint is confirmed, cause unk. A "u" shaped split in the tubing is located just distal to the compression sleeve. The catheter was placed under a magnified light source. Pockets of residual material are seen intermittently distal to the leak site. The split located on the catheter contains characteristics associated with burst trauma secondary to over- pressurization. It appears infusion pressures may have exceeded the elastic strength of the tubing. This may be a user maintenance issue. The product IFU gives graphic and illustrated instructions on proper maintenance procedures. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of reug0013 showed no other similar product complaint(s) from this lot number.